Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6), 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damge, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the presence of reactive gray white tissue, inflammation of tissue, slight erosions around the acetabulum, and a thickened synovium during the revision procedure. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013, due to patient allegations of pain, loss of range of motion, bone/tissue damge, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.' Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.